Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient received the implant because of side effects caused by radiation as a result of a tumor (unrelated to device/therapy). They can feel the ins at the surface of their skin which was not like that when it was first implanted. They said it is painful and they are in excruciating pain when wearing jeans. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to get the ins checked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought the ins was trying to exit their body by itself and they thought they should see the doctor about that issue. Caller stated they thought this was the problem because they felt it all the time. Patient was redirected to their healthcare provider to discuss concerns regarding the ins site.